Event description:
A medwatch report was received from the user facility on 8/4/2008 stating, "colonoscopy with hot snare removal of cecal polyps discharged to home. Approx 32 hours later, developed rectal bleed, return to hospital to or for fulguration injection of polypectomy site." The user facility was contacted to obtain add'l info regarding the reported event. The risk manger stated that during the original procedure there was no issue reported, and the no report of bleeding post-polypectomy. However, the following day the pt visited the emergency room due to gross rectal bleeding. The pt was subsequently admitted and was re-examined with the use of another colonoscope, and "a bleeder" was discovered at the polypectomy site. The pt was said to have been provided an injection of epinephrine and a unk cautery device was used to control and stop the bleeding. After two days the pt was reportedly discharged from the hospital and is reportedly doing fine.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The risk manager at the facility also reported that device was discarded following the procedure, as there was no issues reported and no malfunction noted during the original procedure. The cause of the pt's outcome cannot be conclusively determined due to the absence of the device to investigate. This report is being submitted as an MDR in an abundance of caution.